Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 3/6/2019. Device evaluation summary: it was reported that a 63-year-old female underwent breast augmentation revision with mentor smooth round moderate profile 300cc saline prostheses. Post procedure, right sided deflation and left sided baker¿s grade IV capsular contracture was observed. Upon receipt by mentor the device contained no fluid. White material was observed within the device and no foreign material was observed on the shell surface. During initial evaluation a crease was observed on both the anterior and posterior aspects. Leak testing was performed according with mentor procedures and it revealed a rent, measuring approximately 0.1 cm within a crease on the anterior aspect. No other anomalies were observed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. The mentor product analysis lab concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rent within a crease was found on the device. These findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket and folding or wrinkling of the shell in the breast pocket. There is no evidence that the issue is related with manufacturing. At this time is not possible to determine the origin of the white material observed in the device. Because mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female underwent breast augmentation revision with mentor smooth round moderate profile 300cc saline prostheses. Post procedure, right sided deflation and left sided baker¿s grade IV capsular contracture was observed. As a result, bilateral prosthesis replacement with mentor smooth round moderate profile 325cc saline prostheses was performed. See 1645337-2019-08372 for contralateral prosthesis report. This report relates to the right prosthesis.